Manufacturer narrative:
The reported event failure to sense was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Sensitivity test was performed at nominal, and under most sensitivity settings and the device was able to sense within the product specification. Additionally, electrical, and mechanical evaluation indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense. The icm was not used and replaced during procedure. The patient was stable.